Event description:
The user facility reported a 56-year-old female in acute myocardial infarction cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp placement was aborted due to the patient having the iliac too small. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related. Impella was unable to pass through illiac due to vessel size as per the clinical description.